Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be established. Per communication with the user facility, completed by olympus technical support, the reported problem was resolved once the input on the monitor was changed to sdi2.

Event description:
A user facility reported to olympus that their monitor failed to produce an image. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation, however, a conclusive root cause could not be identified.